Event description:
It was reported that air leaked into the syringe 10ml w/snd curitba being used to aspirate arterial blood for a sepsis patient, causing an inadequate aspiration of blood volume and requiring a second puncture. The following information was provided by the initial reporter, translated from portuguese to english: "when there is a need for arterial collection or specific collection protocols such as sepsis, it is necessary to use the syringe we deliver to the nurse to aspirate the blood. It occurs that we are having frequent problems with air intake inside these syringes and consequently not aspirating adequate blood volume and often the need for new puncture of the patient, including arterial puncture which is an atypical and very serious situation."

Manufacturer narrative:
DHR, maintenance record analysis and quality notification analysis were performed and no deviation was found for this batch. No samples / photos were sent by the customer making it not possible to perform an investigation and determine the root cause for the incident. The manufacturing process are validated with defined acceptance criteria. From this information it is not possible confirm the complaint.

Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that air leaked into the syringe 10ml w/snd curitba being used to aspirate arterial blood for a sepsis patient, causing an inadequate aspiration of blood volume and requiring a second puncture. The following information was provided by the initial reporter, translated from portuguese to english: "when there is a need for arterial collection or specific collection protocols such as sepsis, it is necessary to use the syringe we deliver to the nurse to aspirate the blood. It occurs that we are having frequent problems with air intake inside these syringes and consequently not aspirating adequate blood volume and often the need for new puncture of the patient, including arterial puncture which is an atypical and very serious situation."